Manufacturer narrative:
See scanned page.

Event description:
It was reported that following exposure to a theft detector or security gate at an airport while the stimulator was on, the pt experienced stimulation in the wrong location. The pt's status was reported to be good. No pt intervention was reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.